Event description:
Complainant alleged that during biomed testing, the device would not power on.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect control board was returned. Our evaluation of the board verified the reported malfunction and attributed the failure to damaged circuit traces.